Manufacturer narrative:
The pump was received with off no power and spi to motor pic communication error alarm. The problem was isolated to interface board. The pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump has no power and has received spi to motor pic communication error alarm. The customer's blood glucose level at the time of incident was unknown. The customer states they cleared the alarm and received off no power. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.